Event description:
It was reported that during a da vinci-assisted inguinal hernia ipom surgical procedure, a synchroseal kept "cutting out" when sparking occurred. It was clarified that the e-100 generator the instrument was connected to was shutting off. At the time of call, the technical support engineer (tse) reviewed system logs and observed error 25902 on e-100. The customer was unable to troubleshoot the reported issue with technical support at the time of call. The tse advised the customer to use another instrument if possible. The surgeon continued with case robotically. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated, during the procedure the instrument worked as intended until it sparked then noticed a shortage with continuous shutoff periods resulting in inadequate energy supply. It was confirmed that the instrument was inspected prior to use and there was no damage observed. The reporter did not know how long the instrument worked prior to malfunctioning. The reporter also did not know if the surgeon was performing a sealing or cutting function with the instrument at the time of the event. The reporter stated the instrument would be returning to isi for evaluation. Information regarding the patient demographics, relevant testing, and medical history was requested however the reporter was not able to provide that information.

Manufacturer narrative:
Isi has not received the synchroseal instrument with alleged issue of arcing to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on report that the e-100 generator was shutting off during the arcing event(s), an isi field service engineer (fse) went onsite to further investigate the system. The fse was unable to reproduce any errors during on-site visit but replaced the generator as a precaution. The generator was returned for evaluation and failure analysis investigation did not replicate the reported issue. The e-100 unit was installed into the test system, and it worked fine when tested with a synchroseal instrument. A synchroseal instrument with a saline dipped gauze in the jaws was fired approximately 100 times and the e-100 worked fine without any issues. The probable root cause of the alleged loss of energy was most likely due to the arcing event(s). Per the e-100 generator user manual, if the e-100 detects an arc during energy activation, it stops applying energy and indicates an incomplete activation cycle. This complaint is being reported due to the following conclusion: it was alleged that the synchroseal instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.